Event description:
It was reported by service report that the post tube assembly is damaged and the bolt is stripped out. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.